Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were concerns of an electrostatic discharge (esd) event, and log files were submitted for analysis. A family member stated seeing a yellow diamond and white lead alarming a no external power alarm while connected to battery power. Battery clips and batteries were exchanged without resolution of alarm. The log files captured some power cable disconnect alarms that may have been the result of controller power cable fatigue. It was recommended to exchange the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms was confirmed via analysis of the submitted log files. A review of the submitted log file captured intermittent abnormal power cable disconnect and low power hazard alarms throughout 23dec2025. Each of these alarms activated due to the relative state of charge (rsoc) value of a power cable dropping below the designed alarm thresholds. The captured alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log files. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided a root cause for the observed alarms could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and low power hazard alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their battery clips, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.